Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens implant procedure, the patient experienced macular edema occurs though patient uses sunglasses in the summer months. The patient complaints of burning and stinging. Additional information has been received stated that patient experienced hypersensitivity to light and there is a great pain behind the eye and the vision become icy. The nsaids (nonsteroidal anti-inflammatory drug) was used for the treatment, the edema disappeared and then came back again. No further information available.